Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. However, there was an indication of a user error, where the patient used octenisept as a cleaning solution or disinfectant on the transfer set. It has been determined that octenisept has a possibility to cause damage to the transfer set. However, it can not be confirmed that the use of octenisept was the actual cause of the reported issue. According to the transfer set direction sheet document, one of the warnings state, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient (pt) was no longer able to close the twist clamp of his transfer set due to damage to the transfer set. The damage was further described as the twist clamp appeared to be over-twisted. The transfer set had been in use for approximately 90 days (exact dates unspecified). Upon experiencing this issue, the set was exchanged in the hospital without hospitalization of the pt. The pt has his transfer set changed every six months. The pt has been on apd for approximately eight months. The patient uses a disinfectant cleaning solution daily on the transfer set by immersion of the catheter and set in the solution for approximately 1 minute when he connects and then wipes with a piece of cotton made wet with an antiseptic solution. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number h12g26022 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of the exception summary revealed an exception noted for the batch, however the exception did not indicate any issues related to the complaint. The device has been received by baxter. Visual inspection revealed broken occlude feet. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occlude feet. The sample evaluation confirmed the reported problem, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.